Event description:
During an ercp procedure, the physician used a wilson-cook double lumen wire guide sphincterotome. The cutting wire broke during use inside the pt. While evaluating the affected device, it was confirmed that a .5cm portion of the cutting wire was missing. The user subsequently reported the detached portion was not visualized in the pt, and no retrieval efforts were attempted. Pst procedure, the pt's condition was reported as good.